Event description:
It was reported the patient had history of over-discharge on a "couple occasions" and has had this status "confirmed twice." It was reported that with this current over-discharge state, a power on reset occurred and "successfully cleared." A surgical intervention was planned for the first week of (B)(6) 2013 to have the patient's device replaced with a non-rechargeable device. The patient's status was reported as "alive" and without any patient symptoms, injuries or adverse events related to this report. If additional information becomes available, a supplemental report will be filed.

Event description:
Follow up information reported that the patient's implantable neurostimulator (ins) was replaced and that there were no further complaints. In addition, the patient met with their physician on (B)(6) 2013 for their post-operative visit. It was noted that the hospital facility kept the explanted battery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v013744, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).